Event description:
Additional information was obtained, revealing that the lead was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy and was unable to enter MRI mode due to high impedances on the right l5 lead; x-ray confirmed lead migration. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It is unknown which lead caused/contributed to the previously reported event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, abt, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8665383. Common device name: 50cm slimtip implant lead kit, abt, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8830790. Common device name: 50cm slimtip implant lead kit, abt, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9018429.